Manufacturer narrative:
The reported 40mm, 2.5 micro acutrak 3® bone screw (part number 3051-25040) was not returned for evaluation. Additionally, manufacturing and inspection records could not be reviewed as the batch/lot number of the screw is unknown.

Event description:
It was reported during surgery, the surgeon was implanting the 40mm at3 micro screw. Upon final advancement of the screw in the 4th metacarpal, the driver tip broke. The screw was about 2mm proud, and the driver tip sheared at a 45-degree angle. It was also reported that the surgeon made an incision at the metacarpal head to retrieve the broken screwdriver tip. After removal, the surgeon advanced the screw using the solid driver tip. The surgery was completed after a 20-minute delay. No other adverse patient consequences were reported. This report is related to report number 3025141-2024-00013 for the driver involved in this event.